Event description:
It was reported that during device replacement, the physician also attempted to replace the leads. However, during the procedure there was much bleeding and the patient's status was not good. Therefore the new leads were removed and the old leads were reused. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.